Event description:
It was reported that a malfunction alarm occurred. A pump reset was performed to resolve the issue. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer resumed insulin therapy to treat the bg.